Manufacturer narrative:
(B)(6) registry . UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 ultra valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices, loss of pacing capture) likely contributed to the too aortic placement of the initial valve, resulting in pvl and the subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14040.

Event description:
As reported, during a transfemoral tavr procedure, device preparation was carefully performed, and thoroughly de-aired. The delivery system balloon was prepped and handed off at neutral pressure, and the operators did not pull negative prior to deploying. The stopcock and inflation volume were checked before handing off. Prior to the deployment of a 26mm sapien 3 ultra valve, balloon aortic valvuloplasty (bav) was performed. It was noted that the bav ¿watermelon seeded¿. During the deployment of the sapien 3 ultra valve, the valve had a ¿hourglass shape¿ with the possibility of air in the balloon. After full inflation (the other operator had the barrel of the atrion fully evacuated), the valve still did not appear to be fully deployed and still had an hourglass shape. The operator then used a 25 cc syringe to inject 10-15 cc¿s of saline solution into the delivery system. Then a bav was used to post dilate the valve. During the post dilatation, the valve moved supra-annular which then necessitated implanting a second thv. A second 26mm sapien 3 ultra valve was successfully implanted, resolving the pvl. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Following the removal of the delivery system, the device was examined. It was noted that the stopcock was loose. This was believed that the effects of the inflation difficulty may have affected the stopcock, causing it to loosen.